Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a syncopal patient presented in the emergency room, device could not be interrogated. Device was not pacing also. Patient was admitted. An alert for device at eri was noted through merlin.net transmission in (B)(6) 2016. Premature battery depletion was suspected because in (B)(6) 2015 device longevity was 4.1-5.3 years. Device was explanted and replaced without any complications. Patient was discharged home next day.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Patient was involved in a study, so 'study' should have been marked.